Manufacturer narrative:
Product analysis: visual and functional evaluation of the ibt balloon confirmed a leak at the tip of the balloon disallowing inflation. Optical inspection confirmed the inner shaft that holds the wire has broken through the tip of the balloon. The bond appears to have come loose allowing the shaft to shift upward out of the balloon. It is possible the ibt was bent during inflation causing extra pressure causing the bond that keeps the inner wire in the balloon. Root cause of failure is undetermined. Additional information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure: lumbar spine vertebral fracture type of procedure or technique used: balloon kyphoplasty it was reported that intra-op, while inflating the balloon in the vertebral body, contrast medium leaked from the lower part of balloon. The product came in contact with the patient. No patient complications were reported.